Manufacturer narrative:
One opened slit knife was received loose in a blister for the report of metal dust particles. The sample was visually inspected and was found to be conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The photo reviewed by the manufacturing site. The photo confirms the presence of a foreign material in the eye. What the foreign material is cannot be confirmed from the photo. The returned sample was found to be conforming, therefore metal dust particles from the knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported metal dust particles in the corneal incision and noted on the stroma. These particles were observed using a slit lamp microscope. The physician noted these particle were impossible to flush out during surgery. This is the first of two reports from this facility.